Event description:
Set was being used during a coiling for a large aneurysm. Recently, several instances of air bubbles past the filter have occurred. In the most recent event, an air pocket was noted within the pt's large aneurysm and required aspirating the air from the aneurysm by positioning a large microcatheter into the pocket. The company is aware of the problem and working with staff to make corrections. The event seems to occur with y spiked bags and the b615 version of the product.